Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina and restenosis. At the index procedure, an unknown size taxus liberte stent was implanted in an unknown coronary vessel. 1 year post procedure, the patient developed angina pectoris. Cardiac cathaterization done at that time revealed an 82% stenosed lesion in the mid left anterior descending coronary artery with a minimum lumen diameter of 1.07mm and a reference vessel diameter of 3.29mm and timi-3 flow. No treatment was noted for this lesion. Additionally 10 days later, the patient underwent revasularization for a 63% stenosed and 8mm long lesion in the left main coronary artery (lmca) with a minimum lumen diameter of 1.07mm and a reference vessel diameter of 2.86mm and timi-3 flow. It was treated with placement of an unknown size non bsc stent. Also, a 90% stenosed and 10mm long lesion was noted in the proximal circumflex artery with a reference vessel diameter of 3.0mm. The patient was treated with placement of an unknown size non bsc stent resulting in 0% residual stenosis. The patient condition was reported to be good and was discharged 3 days later. Additional information has been requested but is not available.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).